Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide catheter: launcher 7fr al1, guidezilla extension catheter; stent: synergy, 2.8 x 19 mm graftmaster. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional 4 graftmaster devices are being filed under separate medwatch reports.

Event description:
It was reported during a procedure to treat a restenosis of a non-abbott stent implanted in the proximal right coronary artery (rca). When the lesion was dilated with balloon, a perforation occurred. A 2.8 x 16 mm graftmaster was advanced to treat the perforation, but could not cross the stent. The graftmaster was withdrawn from the patients anatomy and it was noted that the stent was flared. A new 2.8 x 16 mm graftmaster was advanced with an extension catheter, but could not cross. After withdrawal of the graftmaster, the stent was found to be flared as well. A 2.8 x 19 mm graftmaster was advanced and crossed by advancing the extension catheter more distally. The graftmaster covered stent was deployed; however, the bleeding did not cease. Post-dilatation was performed; however, the bleeding did not cease. A 3.5 x 16 mm graftmaster was advanced; however, did not cross and when it was removed from the anatomy, the stent was noted to be flared too. A 2.8 x 16 mm graftmaster covered stent was deployed; however, bleeding continued. Another unspecified graftmaster covered stent was deployed proximally which sealed the perforation completely. Angiography confirmed hemostasis and the procedure was completed. No additional information was provided.